Event description:
Surgery got delayed by almost 1 hour due to implants misfitment, no patient injury was reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned femoral head indicated minor damage to the flat surface, appearing to be from attempted use. A dimensional analysis indicated that the head was found to be within the specified print tolerance. A potential failure mode could not be confirmed or explained. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that this is a complaint from india reporting a bipolar cup not fitting during surgery, extending the surgery time by almost an hour. Several attempts have been made to obtain clinical/medical information to no avail. A thorough investigation cannot be made at this time. Should any relevant information become available this complaint can be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.